Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was on critical override and disconnected. The technical support specialist (tss) dialed into the gulf coast application server using securelink, ran the critical override reason check, and confirmed the inbound synchronization delay. The engineer restarted the external messaging and inbound external processing services, verified message processing by running a downtime query, and confirmed that carefusion communication engine (cce) xml time and server time were current. The customer was informed to check with meditech regarding any remaining crossing issues. The customer confirmed that all stations were free from critical override. The system functioned as intended after the technical support specialist troubleshot the issue.